Event description:
It was reported that during treatment, an external fluid leakage was noted from the waste liquid connection tube with one unit of prismaflex m100 set c. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not received for evaluation; however photographs and a video of the sample were provided. The returned photographs and video were reviewed, and it was noted that there was leakage from the pbp post pump line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.